Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added which was not included in the initial report. The information has been provided in section h6 (medical device problem code): 3010 with this report.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm, pump error 35 and cosmetic damage located at the back of the pump found on (B)(6) 2023. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. Moisture damage was found on the motor. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on (B)(6) 2023 16:45:00.000 and on (B)(6) 202316:55:00.000 due to corroded force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked battery tube threads and cracked case at corner of the belt clip rail. The following were noted during visual inspection: the following were noted during visual inspection: scratched case, stained serial number label, and pillowing keypad overlay. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 15-apr-2023 in the pump history file. (B)(6) 2023 22:13:00.000 alarmalertnotification (40); faultnumber: lowbatteryalert (104); (B)(6) 2023 07:23:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73) ;(B)(6) 2023 07:24:20.000 batteryremoved (55); (B)(6) 2023 07:24:20.000 alarmalertnotification (40); faultnumber: batteryremoved (84); (B)(6) 2023 07:24:33.000 batteryinserted (44) ;(B)(6) 2023 07:24:33.000 alarmalertnotification (40); faultnumber: failedbatttest (58); (B)(6) 2023 07:24:37.000 batteryremoved (55); (B)(6) 202307:24:37.000 alarmalertnotification (40); faultnumber: batteryremoved (84) ;(B)(6) 2023 07:24:41.000 batteryinserted (44); (B)(6) 2023 09:43:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780); (B)(6) 2023 09:53:00.000 alarmalertnotification (40); faultnumber: lostsensor1alert (780) ;(B)(6) 202316:45:00.000 alarmalertnotification (40); faultnumber: brokenforcesensorerror (35); (B)(6) 2023 16:55:00.000 alarmalertnotification (40); faultnumber: brokenforcesensorerror (35); (B)(6) 2023 17:10:29.000 batteryremoved (55); (B)(6) 202317:10:29.000 alarmalertnotification (40); faultnumber: batteryremoved (84). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Failed battery test alarm was due to the customer's battery inserted on a battery change does not have sufficient voltage. Unable to test for lost sensor alarm due to critical pump error (open book image) alarm. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Failedbatttest (58) not confirmed. Lostsensor1alert (780) unknown. Pump error 35 confirmed in the pump history file. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to corroded force sensor. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported faulty pump which just kept on beeping. The customer stated that they received pump error 35 and had a crack on the back of the pump. Troubleshooting was performed and explained that the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer was advised to discontinue the use of the pump. It was unknown whether the customer will discontinue using the insulin pump and will be returned for analysis.